Event description:
I had a dynesys stabilization sys installed at l4-s1 with fusion at l5-s1 on (B)(6) 2005 in (B)(6). On (B)(6) 2013 I lifted a load of 70 lbs and felt a snap on the right side at that level. It is believed that the supporting cord and spacer failed, however there appears to be no way to view this damage. The screws appear to remain tight. The pain is chronic. I can no longer lift anything over 10 lbs without debilitating pain. I spend most of my days now in a recliner on pain medications. Does the FDA have any suggestions with regards to viewing the spacers? Are there any papers written about such problems with this sys? I have undergone some of the most painful tests known and I am at wits end attempting to get the insurance company to have the sys removed and replaced with rod and post sys. I would be glad to supply you with all MRI, bone scan, CT scans, emg, xrays or anything else that has been done to me so that others do not have to suffer through what I have. Your assistance would be greatly appreciated.